Event description:
It was reported that at the time of device change for normal battery depletion, the physician questioned the integrity of the lead. The lead had been programmed unipolar for the past three years. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.